Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(6), batch: 20711675.

Event description:
It was reported that the patient was not able to feel enough pain relief. The patient underwent an explant procedure. The explanted device will not be returned.